Manufacturer narrative:
The device was not returned for evaluation. The most likely root cause is the user applying too much force to the device or the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade. The instructions for use (IFU) states: "do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." Should the device become available for return, the investigation will be reopened at that time. Disposed by facility.

Event description:
It was reported that the arthroscopic shaver's tip broke off. It was retrieved but they do not remember how. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.